Event description:
It was reported by a study that the patient had expired less than one year after implant. Follow up has been inconclusive. No specific complaints or allegations have been reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Follow up was done by the study and no additional information has been made available regarding the cause of death or circumstances surrounding the death. Patient information is not generally available due to confidentiality concerns.